Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) discussed it was a possible fracture with the health care professional (hcp) and recommended isometrics testing and pocket manipulation. This ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) discussed it was a possible fracture with the health care professional (hcp) and recommended isometrics testing and pocket manipulation. This ra lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this ra lead was surgically abandoned due to fracture. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) discussed it was a possible fracture with the health care professional (hcp) and recommended isometrics testing and pocket manipulation. This ra lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this ra lead was surgically abandoned due to fracture. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to fracture coding.